Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that elevated architect total bilirubin results of 25.8 mg/dl (undiluted) and 25.5 mg/dl (auto 1:5 dilution) were generated on a serum sample ((B)(6) 2015 7:00 pm) from a premature infant. A new sample ((B)(6) 2015 10:00 pm) was obtained and a result of 25.1 mg/dl (undiluted) and 24.8 mg/dl (1:5 dilution) were generated. A third sample ((B)(6) 2015 12:50 am) generated results of 26.4 mg/dl and 26.1 mg/dl. Further testing (date and time not specified) by blood gas analysis and bilirubinomenter generated results of 19.9 mg/dl. An exchange transfusion was performed on the patient since the bilirubin results were higher than 20 mg/dl. The customer stated that the infant has been discharged and is doing well.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse or non-statistical trends were identified. Review of logs from the customer's system shows the total bilirubin calibration on (B)(6) 2015 at 12:52 was used to generate the elevated patient results. Controls were not run to verify this calibration prior to testing the patient samples. Multiple occurrences of sample/reagent aspiration and "cuvette wash cycle not completed" errors were found. The maintenance log shows the wash cuvettes procedure was not performed after the occurrences of the cuvette wash errors as recommended in the operations manual. A system factor that may impact results is the failure to allow cuvette washing to complete, resulting in dirty cuvettes and cuvette dryer tips. Incomplete cuvette washing will generate error code 0550. The issues that triggered these errors can contribute to, or cause, the discrepant results issue the customer observed. The clinical chemistry total bilirubin reagent package insert and the architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).